Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source using a replacement cable, the pump battery gauge jumped from 45% to 100% battery charge immediately after being connected to a power source. There was no impact to the customer's blood glucose level.